Manufacturer narrative:
This report is filed january 29, 2016.

Event description:
Per the clinic, the device was explanted (B)(6) 2015 due to headaches and dizziness. The device has not been made available for analysis as of the date of this report, (B)(6) 2015.

Manufacturer narrative:
(B)(4). The device is currently unavailable.